Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the humerus is superiorly subluxed, with glenosphere apparently contacting the inferior humeral tray, consistent with humeral tray bearing dissociation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: sahtst00, humeral tray neutral +0mm std; lot#: 66289020. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: j7630292. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately one (1) year and two (2) months ago. Subsequently, the patient underwent a revision surgery due to the disassociation of the implants.